Manufacturer narrative:
As reported, capsure fasteners failed to fixate the mesh. Evaluation of the returned device could not reproduce the reported event. The device functioned as intended during simulated use testing and deploying the remaining two fasteners with no issues. No manufacturing anomalies were found. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in oct, 2023. The instructions-for-use (IFU) supplied with this device states, "to fully seat the fastener, turn the grasper clockwise. If the fastener still does not fully seat, use a maryland grasper in the same manner to remove the fastener by turning the grasper counter clockwise. Place another fastener in the same vicinity as the removed fastener. If the fastener head becomes dislodged from the fastener coil, remove the coil by grasping the proximal end of the coil and rotating the grasper counterclockwise. Loose fasteners should be retrieved from the abdominal or other cavities if possible." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during umbilical laparoscopic hernia repair procedure, after firing about five fasteners of capsure fixation device, the surgeons realized that all fasteners did not fixate the mesh properly (weak fixation). It was reported that about five loose fasteners were present and not removed from patient's body. It was also reported that area of fixation was abdominal soft tissue and surgeon had applied adequate counter pressure, another device was used to complete the procedure. There was no patient injury.